Manufacturer narrative:
Testing of actual device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the 6 kit, display monitor to video gen board ((B)(4)), and performed complete pm and all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit's display was flickering. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The video generator board kit was observed per the cardiosave service manual revision n with no visual damage. The national repair center installed the video generator board kit into the cardiosave test fixture and tested the video generator board kit to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual revision n. No problem was found. Video generator board kit will be sent to the supplier for future failure analysis per procedure number (B)(4) revision aj. Cf-17-may-2023- 0670-00-1169-the new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4) rev.al. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.